Event description:
This procedure was performed on the sfa. The distal end of the protege everflex stent frayed while advancing through the lesion, creating a dissection. A second stent was deployed to cover the dissection area. No injury to the pt reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.